Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not power on. There was no patient involvement.

Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:15apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The machine shut down automatically and the screen was black. A review of the device error logs showed an error watchdog test failed. The fse replaced data acquisition board and flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.